Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient mentioned on the call for the first 4 months of having the device it worked "like magic". The patient states then they no longer were getting the therapeutic effect they wanted. The patient states this is why the replaced the entire system and put in the micro system. No further complications were reported.